Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after the infusion set tubing detached from the adaptor, resulting in interrupted insulin delivery until a complete supply change was performed with guidance, including removal of the old set and installation of a new cd 23" 6 mm infusion set and connector. Symptoms included elevated blood glucose following a prior low that had been treated with oral glucose tablets. Outcomes included resolution of insulin delivery after the supply change and arrangement to ship replacement luer connectors. Investigation included troubleshooting and education by phone with verification of supply replacement and confirmation of shipping details. Investigation of this case revealed loss of insulin delivery due to a disconnection at the adaptor, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.